Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.50/+2.0/76 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for the same size and similar diopter due to the patient experiencing refractive surprise. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a small vial. Visual inspection found no visible damage to lens and thick, sticky, clear residue on product. Dimensional and functional inspections found the lens within specifications. (B)(4).